Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Upon receipt, inspection revealed that the clutch was worn. Our technician replaced the clutch assembly and the lead screw which were worn. The worm coupling, motor mount, wavy washer, and 2 teflon washers were also replaced. After repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.

Event description:
A report was received that stated the pump alarmed "check clutch". No patient injury or adverse event was reported.